Event description:
It was reported that a patient fell and the spacer dislodged in her back leading to a spinous process fracture and pain. The patient's spacer was explanted as a result.

Manufacturer narrative:
The returned spacer was analyzed and visual inspection revealed severe scrapes on both cam lobes and severe abrasions on the mating surface of the actuator. The spacer functioned acceptably. This type of damage is believed to have been due to excessive forced used during the explant surgery and is not related to device malfunction or due to device migration. The probable cause is unintended use error caused or contributed to event. The reported complaint of the patient falling and the spacer dislodging is a known inherit risk of device use. The product labeling review identified that the device was used per the instructions for use (IFU). Additionally, migration or dislodgement of the implant from the original position so that it becomes ineffective or causes damage to adjacent bone or soft tissues including nerves and new or worsened back or leg pain is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that a patient fell and the spacer dislodged in her back leading to a spinous process fracture and pain. The patient's spacer was explanted as a result.